Manufacturer narrative:
All buttons functioning properly, however, found corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly noted. Pump received with broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to steam from shower. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.